Manufacturer narrative:
Insulin pump passed the self test, active current measurement and displacement test. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected low battery alert during testing. However, pump received with a high sleep current measurement and found in the pump history multiple low battery alerts (faultnumber = low battery alert(104)) in (B)(6). Pump was cut open to perform visual inspection and found no moisture or component damage pcb1, pcb2, 40 pin flexible printed circuit/lcd, internal battery and battery tube during visual inspection. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and the sleep current measurement remains high. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and the sleep current measurement is within spec range. Measured all the test points from 1 to 20 on the pcb 2 by using the oscilloscope and found no anomalies. In conclusion, pump received with a high sleep current measurement and unexpected low battery alarms in the pump history suspected to be in the pcb 2. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Insulin pump received with pillowing keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had high battery consumption. No harm requiring medical intervention was reported. The device will be returned for analysis.